Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the investigation. During the investigation no problem could be identified with testing and inspection. No root cause could be established as the device functioned as intended.

Event description:
It was reported that the device exhibited error 41786. The event occurred during testing, after the communication module was installed. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.